Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and customer reported complaint was confirmed and replicated. In artemis, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the usm failed backdrive testing for noise and stiffness indicating fault on the usm, replicating the reported event. The yaw/pitch motor modules, harmonics and yaw/pitch housing flat flex cables (ffc's) were inspected and although no faults could be identified they are consistent with the reported issues. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the issue is the yaw/pitch motor module, harmonics, and ffc's within the usm. This issue can be resolved by contacting isi and having the fse replace the usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported problem could not be reproduced during site service. The error logs were checked, and no related error was found. A test drive was performed and passed. A physical check on universal surgical manipulator (usm)s and master tool manipulator (mtm)s was performed and passed. The usms and mtms movement were checked and passed. The function of surgeon side console (ssc) head sensor and touchpad was normal. Considering the problem pointed to usm4, the usm4 was replaced to solve this problem. The mtms grip auto calibration was performed and passed. An advisory (adv) error was found in log. The function of ergo was tested normal. The system worked normally after part replaced. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that a fault with non-intuitive motion occurred with universal surgical manipulator (usm) 4 was identified. Initial troubleshooting involved replacing the instrument and docking the trocar, but the issue persisted. No system error was reported, and due to the ongoing procedure, further troubleshooting was not possible at that time. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the surgeon's head was in the surgeon's high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the surgeon console. Imprecise motion best explains how the instrument was not moving correctly. There was no instrument to instrument or system arm to arm interference. There was no external collision. The issue was intermittent. The customer mentioned the problem mostly occurred when surgeon swapped control universal surgical manipulator (usm) 4 from usm 3. The customer mentioned sometimes the pattern ¿move grip to match instrument¿ displayed. The usm4 was replaced, and the mtms grip auto calibration was performed. The issue did not reoccur. The drape lot number was not available, and the drape was not available for return. The surgeon continued the use of the arm and the procedure was completed robotically using all four arms. There was no injury to the patient. The issue occurred approximately one hour after start.